Event description:
It was reported by the customer that the pyxis medstation es device was not detected on bus. The customer stated that there were delays in access to medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that cubie issues. A field service engineer, replaced retractor band and drawer controller board to resolve the issue. The system functioned as intended.

Manufacturer narrative:
The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 06-dec-2022 to 05- dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie failed. A field service engineer replaced retractor band and drawer controller board to resolve the issue. The system functioned as intended after troubleshooted by the field service engineer.

Event description:
It was reported by the customer that the pyxis medstation es device was not detected on bus. The customer stated that there were delays in access to medication. There were no adverse events or injuries reported based on this incident.